Event description:
Customer reported unexpected negative reactivity when testing a patient sample with capture-r ready screen3 (crrs 3) on the echo. Customer states that the well image visually appears positive. The patient had a history of an anti-fya.

Manufacturer narrative:
Review of the instrument images for crrs lot r074: cell 1 this well was resulted negative as expected. Cell ii ( homozygous for duffy a)- visually this reaction appeared positive with a light pink background suggestive of red cell adherence. This well was given a well score of 0. Cell iii-(homozygous for duffy a)- visually this reaction appeared positive with a light pink background suggestive of red cell adherence. This well was given a well score of 0. The positive and negative control well appear as expected with well score of 4+ for positive control and 0 for negative control. A service call was made. The instrument was tested and found to be within specifications. Advised the customer on perform a visual check of the wells before reporting out sample results. This issue was reported to customers in (B)(4) on november 25, 2009.